Event description:
Rptr's spouse and rptr offer microdermabrasion svs. Microdermabrasion is a skin resurfacing technique where a jet of fine crystals is vacuumed across the skin using a sterile disposable tip to remove dead and damaged skin cells. This is a proven safe, non-invasive technique used to treat fine lines, acne scars, etc. In 2001 rptr and spouse received a phone call from a client that had received a microdermabrasion treatment the previous day, stating that pt's face was unusually red, swollen and painful. The client had had previous treatments, and this was unusual. Upon a thorough investigation rptr discovered that the disposable handpiece tip had a mfg flaw. Where the two halves of the tips were molded together, there were shards of plastic sticking out. As the skin was vacuumed, those shards were scratching the skin, resulting in skin damage. While not permanent, this causes unusual swelling, redness and discomfort, and a much longer healing process. Upon further investigation, rptr discovered that the rptr's entire shipment was defective. Rptr contacted another user that also owns the same equipment to see if they had any tips that rptr could have that were not defective. It was discovered that all of the tips had the same mfg defect. When rptr called the distributor, and distributor rep examined the tips they had, they too were defective.